Manufacturer narrative:
Patient information was unavailable from the site. The initial report occurred on (B)(6) 2016 and was found to be a non-reportable malfunction based on the information available at the time the event occurred. On (B)(6) 2017, a retrospective review related to a CAPA was completed for all events where the reported malfunction was not previously associated with serious injuries; the reporting determination has been revised to consider these malfunction events reportable. A medtronic representative went to the site to test the equipment. The representative reported that they replaced the viewing station of the imaging system computer to resolve the reported issue. The imaging system then passed the system checkout and was found to be fully functional. The suspect computer was returned to the manufacturer for analysis. Testing found that an error occurred when a database exemption occurred. Testing confirmed the reported error was related to a hard drive malfunction on the computer. The software investigation found that the reported event was unrelated to a software issue. The software functioned as designed.

Event description:
A site radiologic technologist (rt) reported that, while in a spinal fusion, an error message was appearing on the viewing station of the imaging system when attempting to gather patient data. Following a restart of the imaging system and the viewing station of the imaging system, the reported issue was resolved. No additional information was provided. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.